Manufacturer narrative:
This follow up report is being submitted to relay corrected information. The information contained within this report does not alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6) medical product: unknown oss femoral component, cat#: unknown lot#: unknown, unknown oss bearings, cat#: unknown lot#: unknown, unknown oss assembly components, cat#: unknown lot#: unknown, unknown oss femoral stem, cat#: unknown lot#: unknown, unknown oss tibial stem, cat#: unknown lot#: unknown, unknown patella, cat#: unknown lot #: unknown. Initial reporter: mauricio etchebehere, patrick p. Lin, bryan s. Moon, jun yu, liange li, valerae o. Lewis ¿patellar height decreasing after distal femur endoprosthesis reconstruction does not affect functional outcome¿ the journal of arthroplasty 31 (2016) 442-445. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05787, 0001825034-2017-05788, 0001825034-2017-05789, 0001825034-2017-05790.

Event description:
It was reported in a journal article that there was one patella alta case with a range of motion of 60 degrees. Attempts have been made and no further information has been provided.